Event description:
It was reported "blood in helium driveline. Blood flecks were noted as far as the connection to the iabp itself". Additional information states that the iab catheter was removed. It is unknown if the iab catheter was replaced. No patient injury or consequence reproted. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing; dried blood was noted within the returned inflation driveline tubing. Upon return, the teflon sheath was noted on the iabc. The one way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend was noted to the iabc central lumen at approximately 16.2cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 37.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the iabc helium pathway. No other visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photos were re-viewed. In the photos, dried blood specks were noted within the inflation driveline tubing, which is consistent with the reported event. The photo shows the iabc serial number, which matches the serial number reported on the complaint report. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 1.4cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 16.4cm from the iabc distal tip, which is the location of the previously noted bend. Then the guide-wire could not advance at approximately 37.5cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire could not advance at approximately 44.6cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood in helium driveline" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found on the distal end of the bladder. The damaged bladder allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "blood in helium driveline. Blood flecks were noted as far as the connection to the iabp itself". Additional information states that the iab catheter was removed. It is unknown if the iab catheter was replaced. No patient injury or consequence reported. The patient's current condition is unknown.